Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122, st. Jude lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient came to the emergency room with symptoms of shortness of breath, edema, and feeling "exhausted" for the last week. The patient also indicated that their heart was racing over the previous three days. The device was found to be pacing at a higher rate than what it was programmed to. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.